Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unspecified mentor gel implant and experienced a rupture on an unspecified side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. It is unknown which side was impacted, but mentor was provided with the lot numbers (21667416, 21270084) for the patient¿s implanted devices. If clarification is received indicating which side was impacted, a supplemental report will be sent.